Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. The device remains implanted.